Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture and high thresholds were also observed so the physician believes the lead is fractured. The lv lead was reprogrammed and no intervention has been performed at this time. The lv continues to remain implanted and in service. No adverse patient effects were reported.